Manufacturer narrative:
Sections d4 & h4: additional information manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) and worsening right ventricular function could not be conclusively determined through this investigation. No atypical alarms were captured within the submitted log file and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. It was reported that the patient presented overnight on 22may2020 with signs and symptoms of volume overload. The patient had elevated ldh. There were no alarms associated with the event. It was reported that there were no changes to patient condition or anticoagulation status that may have contributed to the reported event. The patient presented with signs and symptoms of heart failure. The patient¿s speed was turned down from 9600 rpm to 9400 rpm at a clinic visit prior to the last admission. There will be consideration for turning the pump speed back up at the next clinic visit. An echocardiogram will be performed as an outpatient. The patient was diuresed. The patient¿s right ventricle was thought to be worsening so the patient was placed on heart failure medication. The patient has been discharged. No equipment was exchanged due to the event. The patient remains ongoing on vad support and no further issues have been reported. Hemolysis and right heart failure are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic overnight with signs and symptoms of volume overload. Patient lactate dehydrogenase (ldh) was elevated. The vad coordinator was suspicious of pump thrombosis. A log file review was requested. There were no unusual events noted in the log file. There was no indication of thrombus based on the log file, pump powers and (perfusion index) pi were stable throughout the log. It was reported that there were no changes to patient condition or anticoagulation status that may have contributed to this event. The patient had presented with signs and symptoms of heart failure. The patient's speed was turned down from 9600 to 9400 at a clinic visit prior to the patient's last admission. There will be consideration for turning the patient's speed back up at the next clinic visit. An echocardiogram will be done as an outpatient. The patient was diuresed. The patient's right ventricle was thought to be worsening so the patient was started on digoxin. The patient has since been discharged. No equipment was exchanged.